Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided material number 305125 and lot number 2117120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 2 boxes had other sized needles with the bd safetyglide¿ needle only 25 g x 1 in. The following was recieved by the initial reporter. Verbatim: customer stated that label says 25 gauge x1 but some of the needles in the package are different sizes.

Event description:
It was reported that 2 boxes had other sized needles with the bd safetyglide¿ needle only 25 g x 1 in. The following was received by the initial reporter. Verbatim: customer stated that label says 25 gauge x1 but some of the needles in the package are different sizes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.